Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that the patient had tried multiple times to get their battery charged back up and going, but they had never successfully been able to do this. They stated that they just wanted the battery replaced. Additional information was received that the patient has had trouble charging their battery, including communication issues while recharging. They had difficult or intermittent communication issues between the ins and recharger. Their battery was completely dead about a year ago. They also stated that hey had tried to make numerous attempts to jumpstart the battery without success.  The issue was ongoing. The cause of the issue was unknown. Additional information was received from the manufacturer representative (rep) reporting that the rep was not sure of the cause of the recharge/communication issue. The patient stated that they had tried multiple times to get their battery charged and going and it would not charge. The rep offered to see what they could do to get it going again and the patient refused. They stated that they just wanted the doctor to replace the battery. The issue was resolved because the physician replaced the battery. It was indicated that the provided information had been confirmed with thephysician. No further complications were reported/anticipated.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.